Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: synergy xd mr ous 3.00mm x 38mm stent delivery system catheter was returned for analysis. Examination of the stent under microscope found stent damage. Stent struts in the 5th row from the proximal end lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and the proximal part of the stent strut was damaged. The procedure was completed with a 2.75x38mm synergy xd drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.75 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and the proximal part of the stent strut was damaged. The procedure was completed with a 2.75x38mm synergy xd drug-eluting stent. No patient complications nor injuries were reported.